Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer mother reported via phone call that the they experienced hyperglycemia. The customer's blood glucose level was 337 mg/dl at the time of incident and current blood glucose value was 469 mg/dl. The customer stated that the symptoms related to high blood glucose such as not feeling sick. Customer treated the high blood glucose with manual injection and insulin pump. It was not reported if the auto mode feature was active or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0858 inches. No under delivery anomaly noted during testing. No vibrate during self test due to moisture damage at the electronic stack. Motor and battery tube had moisture damage. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6).